Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that, prior to surgery, an ophthalmic system did not exhibit irrigation and aspiration functions. The procedure was completed after setting up an alternative system, and there was no patient harm.